Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 after a successful trial phase. During the trial phase, the patient was instructed to place the trial therapy disc/clip in various locations to determine if the chosen implant location was accessible. The implantable pulse generator (igp) location was chosen to be in the lower back area with the leads targeting the cluneal nerve. After the permanent system, the patient reported struggling to place the external components independently and reported some communication issues between the ipg and the therapy discs. A firm representative attempted to troubleshoot and still found there to be intermittent communication issues between the implanted and external devices. Additionally, imaging found that one of the implanted leads had migrated away from the initial implant location. The physician believes the lead migration may be related to the patient twisting to place the external components. A surgical revision was performed to remove the ipg from the back and place a new ipg in the abdominal area. The original leads required replacement as well due to the increased length needs for the new ipg location.

Manufacturer narrative:
The communication issues experienced by the patient began immediately upon activation of the system and were confirmed by a nalu representative. It is suspected that the original placement of the ipg was slightly beyond the recommended depth for optimal communication. The communication issues were likely exacerbated by the patient's difficulty in accessing the appropriate placement of the external devices. Additionally, as the patient struggled to place the external device, it is likely that the movement contributed to migration of the implanted lead. There are no indications of any system or component failure. The complaint symptoms from the patient appear to stem from the placement of the ipg both beyond the recommended depth and also in a location that is not usable for this patient.